Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative continued to troubleshoot from a femoral approach. All attempts at regaining the fiber optic connection were unsuccessful. The customer was then directed to disconnect the fiber optic cable and obtain the arterial pressure (ap) through the inner lumen of the catheter. After aspiration and flushing the inner lumen in standby, a clean crisp ap waveform was described. The patient pressures were 97/56 84map 113 aug. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).